Event description:
Account reported 52 magnesium results that were lower when repeated. The incorrect results were not used to guide therapy. The field svc rep attributed the incorrect results to a bad reagent cassette and replaced the cassette.